Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two (2) events were reported for this quarter. Two (2) devices were received for evaluation; two (2) events were confirmed. One (1) device was found to be affected by wear in the trigger assembly. One (1) device was found to have non-stryker repairs that included a trigger assembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had run-on. 2 reported events had no patient involvement; no patient impact. 3ps.